Event description:
The pt reported their entire drug delivery sys was removed. The pt stated "the catheter would not stay in place". No pt symptoms or outcomes were provided. The drug contained in the pt's pump is unk. Add'l info has been requested, but was not available at the time of this report.

Manufacturer narrative:
.